Manufacturer narrative:
The t:slim x2 g6 user guide states "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to the pump while the fill tubing sequence was initiated. Reportedly, the customer has arthritis which made it difficult to disconnect the infusion tubing from the body. Blood glucose (bg) was in the 30 mg/dl range. Customer fell and sustained a neck fracture and was unresponsive. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with glucose and the pump was disconnected. Reportedly, the treatment resolved the issue and there was no reported permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.